Manufacturer narrative:
Results: evaluation of the returned product confirmed the reported issue that the hold/suspend button is missing. Therefore, the hold/suspend mode could not be tested. Also, the battery spring is bent and the unit battery door is missing. The unit powers up and passes functional tests performed. (B)(4).

Event description:
Customer reported the alarm control button is missing; no other damage reported. The issue was discovered during setup, but the date is unknown. No patient incident or injury reported.